Manufacturer narrative:
Alleged failure: eib, lisa, rep, distorted image and scratched, wcb. [Update - noticed during procedure. Scratch was on the tip. Replacement used to complete procedure.] The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be broken lenses due to extreme handling of the scope. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was poor image quality.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was poor image quality.